Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument and performed failure analysis. The visual inspection did not reveal any damage to the cables. The mcs instrument moved intuitively with the full range of motion in all directions. The tips opened and closed properly. The instrument was functional. The instrument was found to have blade damage. Both blade edges were indented. The instrument was also found to have indentations/burrs on the edge of the distal idler pulleys.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the supporting wire within the wrist of the monopolar curved scissors (mcs) instrument got damaged. Hence, the instrument was not able to perform the endowrist function. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.